Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified IV fluid, and the delivery was started. No programming parameters were provided. At 1611, it was reported the device alarmed with an e321 (battery charger timeout) error code. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. An e321 (battery charger timeout) error code was noted on channel 1 in the device alarm history log, but was not duplicated during testing. The device history was downloaded at the svc ctr. The device history indicated that the device continued to be in use after the reported date of (B)(6) 2013. All data from the reported event date month was overwritten by the newer info. The device has been identified as part of a product recall. This report represents all the info know by the reporter upon query by hospira personnel.